Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified peroneal artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.